Event description:
It was reported that the patient reported for initial procedure. During implant, the lead helix could not be retracted or extended. The physician elected to complete the procedure with a different lead. The patient was in stable condition.

Manufacturer narrative:
The reported event for a helix mechanism issue was confirmed. A complete lead was returned in one piece for analysis. Visual inspection of the lead found the extended helix clogged with blood. An over torqued inner coil was found at the connector region. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event was due to blood clogging the helix at the helix region and an over torqued inner coil at the connector region.